Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently set am instead of pm on the pump's time settings. Customer's blood glucose level was 110 mg/dl. Customer declined further assistance from tandem technical support (cts) and corrected time settings after contacting cts.